Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). It was reported that the trial patient was experiencing spasms due to therapy and turned therapy off. Patient also mention she has not had a bowel movement since the procedure and has been constipated. Patient also mention she thinks she has a uti due to the retention possibly caused by her therapy.